Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 160 (mg/dl). Multiple attempts were made to follow up with customer to complete troubleshooting; however, no additional information was provided.